Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient regarding their complaint of their device taking 4 hours to charge your implant and every other day stating they do not why it take long to charge, and they always check their controller when charging to see it charging with excellent. Also, they add they place the recharge over the battery back and not sure why the controller stopped working. Furthermore, they state their belt always come apart and were replaced in (B)(6) 2022. Lastly, they were sent a new controller home which resolved their issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported since having the implant they have to charge the ins for 4hrs at excellent quality and the ins should only take 1-2hrs to charge. Patient stated they have to charge the ins every other day and the ins is usually atempty when start charging the ins and they charge up the ins to 100%. Patient stated they were told the ins would take about 1-2hr to charge and they would not need to charge often. Ps reviewed setting and usage can affect how often the ins needs to charge. Ps reviewed device function and recommend patient consult with hcp ofc for next steps. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.